Manufacturer narrative:
This report is being filed as a voluntary distributor report. The manufacturer, xodus medical, inc., is responsible for performing the evaluation, investigation and any remedial actions related to this reported device issue.

Event description:
This is a voluntary distributor report. During incoming inspection, the distributor rejected this device for an insufficient heatseal. There was no contact with the patient as this was found during incoming inspection. This report is being raised as a voluntary distributor report on the basis of device malfunction with potential for injury.